Event description:
Complainant alleged that during training by facility staff, the device displayed "unit failed," "error 6," and "error 7" messages. Complainant indicated that there was no patient involvement in the reported malfunction.